Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported the intra-aortic balloon(iab) was inserted in the cath lab. After transferring the patient to the intensive care unit(ICU), flush wasn't being performed correctly. The customer called getinge representative to ask about best way to re establish waveform from a dampened signal. The customer indicated there was an isolated incident of wave form dampening, which was corrected and the product was not saved to be returned. There was no reported injury to the patient.